Manufacturer narrative:
(B)(4). Batch #m9222e. The device was returned with the upper jaw detached returned and with the top of the I-blade upper tip broken off not returned. Due to the returned condition of the device, no functional testing could be performed with the generator. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a umbilical hernia procedure the top jaw broke off and fell in to the patient. The piece was retrieved from the patient and there were no patient consequences reported. It is unknown how the procedure was completed.